Manufacturer narrative:
Bayer service performed a system service check out of the stellant d injector (serial number (B)(4)) on (B)(6) 2015 and confirmed that the injector was operating within specification. The disposable syringe kit that was in use during the alleged event was discarded by the site; however, the site was able to provide the lot number of the disposable syringe kit. Bayer quality assurance product analysis examined retained samples from stellant CT disposable kit sds-trf-cv, lot number 8504037. Testing concluded that the retained disposables performed to specification with no problems observed. The stellant CT injection system operation manual cautions the user as follows: "operator vigilance and care, coupled with a set procedure, is essential to minimizing the possibility of an air embolism." The site continues to use the stellant CT injection system after the reported event. No further issues have been reported. This information does not constitute an admission that the device, the company or its employees caused or contributed to a reportable event.

Event description:
The site reported the following: a (B)(6) male inpatient was undergoing a CT scan of the chest/abdomen/pelvis with intravenous contrast enhancement while connected to a stellant CT injection system. During the injection, air was observed in the axillary vein and venous trunk of the pulmonary artery. The patient was asymptomatic and was returned to the intensive care unit, placed on oxygen and in trendelenburg position as a precautionary measure. The patient remained in the intensive care unit for 36 hours for observation and was subsequently discharged to home without further issue.